Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 23 mg/dl. Reportedly, customer's healthcare provider instructed customer to give large correction boluses. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids of saline. Reportedly, the customer was released on 9/28/20 with the issue resolved and no permanent damage.